Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver hydromorphone 6mg/ml, at the rate of 3mg/hr, with a 30ml container size, and the delivery was started. No further programming parameters were provided. The customer contact reported the duration of the delivery was 72 hours. It was reported that after 24 hours while preparing the pt for discharge, the nurse noted 23ml remained in the container, instead of the expected 18ml. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no delay in therapy critical to this pt. The customer contact indicated the pt was not in any obvious discomfort. No medical interventions were required. At an unspecified time the pt was discharged home. Though requested, no additional information was provided.